Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported via phone call that the customer experienced low blood glucose of 35 mg/dl. The caller reported that the customer was with the emergency medical services at the time of incident. The customer's blood glucose was 50 mg/dl at the time of call. The insulin pump will not be returned for analysis.